Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 39 mg/dl. Reportedly, customer attempted to self-treat by consuming sugar drinks, however; required assistance from their school nurse by providing carbohydrates. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.